Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was not exercising caution while operating the power wheelchair on a steep hill and without wearing the seat belt. Additionally, the end user had a significant weight gain which exceeded the intended maximum weight capacity of the power wheelchair by 27 pounds. Hoveround's owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," "stop using your power wheelchair immediately and call for assistance if: your weight exceeds 300 pounds, the weight capacity of our hoveround mpv5 power wheelchair," and, "always wear the seat belt."

Event description:
End user states while operating the power wheelchair downhill on the sidewalk the unit stopped and she fell. End user was not wearing the seat belt.